Manufacturer narrative:
Concomitant medical products: syringe, therapy date: (B)(6) 2018. The customer¿s report that fluid leaked just below the luer of the pcea set was confirmed. Visual inspection showed no anomalies or damage on the set or its components. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional and pressure testing confirmed leaking from the tubing to the male luer adapter engagement. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that fluid leaked just below both the valve and luer of the pcea set during an epidural infusion resulting in inadequate pain control. It was reported that the set was changed and the patient required unspecified increased boluses via epidural catheter. There was no reports of cracks on the set. The event occurred in ob/gyn.